Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the stimulator stopped working. The patient stated that she was changed from rechargeable ins to a non-rechargeable ins and that she has tried everything to get the stimulator working. Patient declined troubleshooting and stated they had been trying to get a hold of the manufacturer's representative. No symptoms reported. No further complications were reported/anticipated.